Event description:
It was reported that the patient presented in clinic for follow up. In the catheterization laboratory, it was observed that the atrial lead had dislodged. The lead was successfully repositioned on (B)(6) 2015. The patient was doing well post procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).